Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a lot of pain beginning a month prior to the report. It was also reported again that the patient¿s pump had gone dry from (B)(6) of 2016. The patient again stated that no one was taking care of them since the pump was implanted. The patient also made inquiries regarding the priming bolus recall, which were confirmed to be unrelated to the patient¿s issue. The patient¿s pump currently held fentanyl with an unknown concentration and dose. Information was received from a representative of the minneapolis FDA regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2016, it was reported that the patient had left messages with the representative indicating that they could not reach the manufacturer. According to the patient, they could barely walk or sleep and could not get their pump refilled and was very worried.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing fentanyl (dose and concentration unknown). The indications for use included non-malignant pain and chronic low back pain. It was reported that the patient switched to a new healthcare provider (hcp) for her pump on (B)(6) 2016. She met with the new hcp again on (B)(6) 2016, and had her pump refilled on (B)(6) 2016. Instead of filling the pump through the fill port in the patient's abdomen, it was reported that the pump was filled through the patient's spine. The next refill on (B)(6) 2016 was also done through the spine. The patient did not know why the hcp was filling the pump through the spine, and did not think it was supposed to be done that way. The clinic did not schedule the patient's next refill appointment in (B)(6) 2016, and the pump had been empty and alarming since (B)(6) 2016. The patient was in a lot of pain, and had been experiencing pain since the refill in (B)(6) 2016. The pain was ongoing. She was unable to walk beginning in (B)(6) 2016, and when she tried to get up her legs did not work. The patient went to see her primary hcp and was given oral medication, and a new hcp was found to remove the pump. The patient was scheduled to have the pump removed on (B)(6) 2017. The oral medication was noted to have helped with the pain for the first couple of hours. On (B)(6) 2016, the patient saw the hcp that performed her refills in (B)(6) 2016. The hcp convinced the patient to give him another chance instead of having the pump removed, and a refill appointment was scheduled for (B)(6) 2016. It was noted that the patient was to make sure the hcp checked the pump prior to filling, because the pump had been empty since (B)(6) 2016. The hcp turned the pump off because it was alarming. It was noted that the patient's medication amount was supposed to be 2000 something and 55, but the patient did not know which was the dose and which was the concentration.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2016-dec-27. It was reported that the patient was not able to take a breath when laying down and that ¿it sucks the breath out of her.¿ it was noted they went in and did a dna test. It was stated that the hcp just give a computer to fill out if depressed and that the patient didn¿t know what to do. It was reported that the patient was filled in july and then the hcp let her pump run out of medications. The patient was out of medications from october to december and just got the pump refilled last week (from (B)(6) 2016). The patient was miserable. It was stated the hcps did not ask the patient questions, they put her on a computer, and the computer can¿t tell how she is feeling, per the consumer. It was noted the patient had the pump scheduled to be taken out (B)(6) 2017 but the patient didn¿t know if it was right to get the pump out and she was scared. No one would talk to the patient and let her know what was going on. The pump wasn¿t really covering the pain. No one wanted to see the patient because she was on fentanyl, per the consumer. It was noted that last week (from (B)(6) 2016) when she was filled they gave her oral morphine but the patient swells from morphine so she only takes the morphine when the pain is really bad. The patient was miserable. It was stated that the patient could tell the pump didn¿t fill all the way because the pump was sticking out of the one side ¿like a hockey puck¿ and the she could tell she didn¿t get her pump filled all the way last week because she weighed herself and she didn¿t go up in weight like she usually does, per the consumer. It was stated when the patient shakes the pump it was usually full and that she got a little relief but not like she usually does, per the consumer. It was noted that the hcp was filling from the spinal cord and he shouldn¿t have done that, he was going from behind, per the consumer. It was reported that the hcp mentioned last week ¿why are we having to fill it so often¿ but the patient thought he just wasn¿t reviewing her records, per the consumer. It was indicated that the patient got refilled every four months and she didn¿t think she was getting refilled too soon.

Manufacturer narrative:
Updated to incorporate information received on 2017-jan-09. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from a manufacturer¿s representative (rep) on 2017-jan-09. It was reported that the healthcare provider¿s office associated with the patient had stated that the patient was no longer with that office. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.